Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Reportedly, proglide device was used in the brachial artery, and/or the radial artery. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The patient effects of pseudoaneurysm, hemorrhage and hematoma are listed in the electronic proglide IFU as potential adverse events associated with the use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study lists the results of complications occurring in percutaneous procedures using venoarterial extracorporeal membrane oxygenation (va-ECMO) cannula. The intention of this study was to determine the efficacy and safety of decannulation of the va-ECMO using either proglide devices or balloon dilation. Proglide devices were used to close access sites in the common femoral artery, the brachial artery, and/or the radial artery. The rates of vascular complications was low, but included the following adverse effects potentially related to the proglide device: failure to achieve hemostasis, bleeding, hematoma, pseudoaneurysm, manual compression, medication, percutaneous intervention (balloon/stents), and blood transfusion. The study determined that use of proglide or balloon dilation for decannulation of va-ECMO can be an effective, safe, and minimally invasive procedure to remove va-ECMO cannula. Specific patient information is documented as unknown. Details are listed in the attached article, "efficacy and safety of percutaneous venoarterial extracorporeal membrane oxygenation decannulation using endovascular balloon dilation and perclose proglide closure device: results from the multicenter skyline study."

Manufacturer narrative:
B3: date of event is estimated. D4: the primary UDI number is unknown as the part and lot number were not provided in the literature. H6: medical device problem code 1494 incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled: "efficacy and safety of percutaneous venoarterial extracorporeal membrane oxygenation decannulation using endovascular balloon dilation and perclose proglide closure device: results from the multicenter skyline study."